Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing were observed on this device and right ventricular (rv) lead. The patient had an underlying rhythm of 60 bpm and therefore, there was no pacing inhibition. Boston scientific technical services (ts) reviewed the available information and recommended performing a detailed system evaluation as a rv lead fracture was suspected. Isometric testing was performed and no noise was produced. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.

Event description:
Additional information was reported, indicating that this patient was transported to the hospital by ambulance, due to inappropriate shock delivery. A device check revealed that inappropriate shock treatment was performed due to noise oversensing. Additionally, anti-tachycardia pacing treatment was delivered repeatedly for noise, on (B)(6) 2019. The tachy mode was to be changed to monitor only. It was also noted that threshold had increased to 4.5 volts (v) at 0.4 milliseconds (ms), thus the output was changed to 6.5 v at 04 ms. Additionally the pace impedance was found to have measured greater than 2000 ohms. The patient was be transferred to another hospital for a right ventricular (rv) lead revision to occur. It is unclear whether a revision occurred. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
Additional information was reported, indicating that this right ventricular (rv) lead was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.